Event description:
Customer's spouse called to report they were priming spouse's pump, opened the back door and the driver block fell out. They said that they did not know why it felt out. It was also stated that they know why the spouse had low bgs and corrected it with something to eat. Troubleshooting was performed. Device had not been dropped, bumped, or exposed to moisture.